Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the silicone oil was unable to be aspirated and the sound of aspiration seemed to be unusual during the procedure. The product was replaced and the procedure was completed. There was no patient harm. The product sample has been requested for evaluation.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. Only the used viscous fluid control (vfc) tubing set was returned, and visually inspected. In return condition, the gray tip plunger was in the bottom of the syringe barrel. Silicone oil was present in the syringe barrel. The tip of the 25 gauge cannula was bent, that might be caused by handling. The grey tip plunger was removed from the syringe barrel to continue filling and functional testing. The sample was tested on a console representing the current software version. The console could recognize the vfc by illuminating green on the led ring. The vfc sample was filled with silicone oil per directions for use (dfu); in injection mode the plunger moved freely and met specifications. Extraction mode was then selected and the vfc could aspirate silicone oil into the barrel of the syringe; no anomalies were observed. Pressure was stable during testing. Additionally, there was no abnormal sounds originating from the vfc or console during laboratory testing. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is:(B)(4).